Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed down and the device failed to fire. There was no reported patient injury. The issue was described as the plug deployment button not being able to be depressed. The procedure was performed using a retrograde approach for superficial femoral artery stent implantation. The device was used in an interventional procedure. The femoral artery suitability was confirmed with appropriate vessel diameter and no visible calcium or nearby stent, although stenosis greater than 50% was noted near the puncture site. There were no pre-existing access site complications and no prior closure within 30 days. A non-cordis sheath introducer was used. There were no reported difficulties connecting the sheath to the device. The deployment button was not fully depressed, and the device and sheath were not removed as a single unit. Upon removal, the plug remained fully inside the shaft and did not deploy, and the indicator wire remained visible. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.